Event description:
It was reported the pt developed hemolysis in 2009, and an echocardiogram showed dysfunction of this mitral valve. At explant, pannus had developed on the ventricular aspect of the valve. Additional info has been requested.